Event description:
It was reported that the patient underwent a replacement surgery involving an artificial urinary sphincter (aus). It was said that the device was not working due to a fluid leak caused by a hole in the balloon. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.